Event description:
Patient received systemic chemo and complained of bloated feeling. Became faint at work and was taken to ER with irregular heart rate. Continued to have bloating sensation. In 2003, paracentesis performed revealing frank blood. Exploratory surgery performed to control bleeding involved evacuating blood, re-suturing the cath to the artery. Patient was dismissed and refill of pump took place. Hepatic artery perfusion (haps) has been recommended to evaluate pumping status. At the time of complaint reporting, the patient was at the end of therapy with one more fudr cycle required.